Event description:
A customer reported an rh mistype of five donor samples that were tested on galileo instrument #(B)(4).

Manufacturer narrative:
On (B)(4) 2011, an immucor instrument service engineer performed the galileo unexpected reaction check list. The reagent probe was replaced due to the teflon tip being slightly worn. The customer performed qc and tested known rh negative and positive samples to verify instrument operation. The expected results were obtained. The instrument is operating as expected.